Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they customer were hospitalized due to high blood glucose and diabetic ketoacidosis on october 15, 2019 with blood glucose of 30 mmol/l. The customer did experienced the symptoms such as vomiting and dehydrated. In the hospital customer was treated by antibiotic by intravenous for virus. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer was treated for virus that they thought were attacking her heart. The insulin pump will not be returned for analysis.